Manufacturer narrative:
Unique identifier (UDI) #: n/a. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The events of sense of burning skin at the injection sites, numbness, "fullness of right ear," hearing loss in the right ear, and watery eyes are physiological complications and analysis of the device generally does not assist allergan in determining probable causes for these events. Device labeling addresses the reported events of pain, inflammation, blurred vision, and hearing loss as follows: post market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009". "As of 12/31/2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aers obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient's husband reported immediately after injection with two syringes of "juvederm voluma xc" in "some area of cheek below eye level and some area above eye level between ear and eye close to the ear and close to the eye," the patient experienced a sense of burning of skin at the injection sites, numbness at the injected area, they felt fullness of right ear, watery eyes, and blurry vision. Around one month later the patient experienced substantial hearing loss in the right ear. An ent prescribed oral keflex for the patient. Symptoms are ongoing.